Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es result was obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent lot 3560 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3560 performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es reagent lot 3560. There was no indication of an instrument malfunction and an unexpected instrument performance issue is not a likely contributor to the event. However, it cannot be completely ruled out as within run precision testing was not completed as per ortho guidelines. In addition, pre-analytical sample processing can be ruled out as a contributing factor, as it was established that the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling is unlikely to have contributed to this event.

Event description:
A customer reported a non-reproducible, higher than expected vitros troponin I es result obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.758 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported result, and a corrected report was later issued for the affected sample. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).